Event description:
The customer reported that they received an erroneous result for one patient sample tested for ferritin. The sample in question was collected by the anesthesiologist by attaching the syringe to an intravenous plug, which was contaminated with lidocaine. The involved patient has a history of low ferritin results (consistently below 250 ng/ml). The patient suffers from an iron deficiency anemia and receives weekly infusions of iron. The sample was run in a pour off tube and initially resulted as 581.4 ng/ml. This initial value was reported outside of the laboratory. The sample was repeated the same day and the repeat result agreed within ten percent. A specific repeat value was not provided. A second sample was collected from the patient by venipuncture on (B)(6) 2014 and tested. The second sample resulted as 184.0 ng/ml, which was deemed to be correct and agreed with the patient's history. A pour off tube from the second sample collection was also tested and results from this tube agreed with the within ten percent of the 184.0 ng/ml value. A specific repeat value was not provided. The release of the 581.4 ng/ml value from the first sample collection led to the patient not receiving an iron infusion treatment that week. This resulted in a significant drop in the patient's hemoglobin. The patient received an infusion on (B)(6) 2014 and hemoglobin levels were restored. The patient was confirmed to be in good condition after the infusion received on (B)(6) 2014. The ferritin reagent lot number was 17646404, with an expiration date of 06/30/2015. The customer declined a service visit.

Manufacturer narrative:
The involved patient had the following ferritin values (all values are in units of ng/ml): 98.2, 167.6, 202.3, 302.2, 224.2, 221.3, 272.3, 283.4, 326.1, 228.2, 263.5, 239.8, 247.1, 253.7, 305.5, 130.3, 112.2, 136.1, 129.8, 581.4 on (B)(6) 2014, 184.0, 99.2, 141.5. Except where listed, dates of measurement were not provided. The involved patient had the following hemoglobin values (all values are in units of g/dl): 8.9, 11.2, 10.5, 10.5, 9.9, 10.6, 10.6, 10.0, 9.4, 9.4, 9.1, 10.8, 10.5, 10.0, 9.1, 9.9, 9.7, 9.5, 10.2, 9.4, 7.5, 10.6, 10.1. Except where listed, dates of measurement were not provided. A specific root cause could not be determined. A general reagent issue can be excluded and an instrument issue seems unlikely based on the provided information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).